Event description:
It was reported multiple central station hosts were in local mode. The device was in use on a patient at the time of the event, there was no adverse event reported.

Manufacturer narrative:
A philips remote service engineer (rse) interviewed the customer, and they could not confirm if there was an issue with the power/network outage or not. The customer was not familiar with the system and was unable to troubleshoot on the phone to determine if this was a network or domain name system (dns) issue. Also, it was unclear if this was a philips supply collaboration network (pscn) or a customer supply collaboration network (cscn) issue. The site is on philips remote service (prs) but the central station servers were not remotely reachable. A philips technical consultant (tc) was dispatched onsite to further evaluate the unit. The tc discovered there was a network communication problem between the hosts and the primary server that impacted the physo servers. The tc determined that after adding the 10th physo to the network one of the switches was slightly overloaded. There was a band width issue on the network with the physio and primary servers. To resolve the issue, the tc created bridge connections on the phsyio servers, so that multiple nic cards on each server were connected to multiple network switches. Network paring on the newer phsyo servers was set up to support it 6-10. A good faith effort (gfe) response confirmed the customer was operating under a philips supplied network. The gfe response also noted the issue spanned the whole hospital where multiple units were affected. Based on the information available and the testing conducted, the cause of the reported problem was confirmed to be a band width issue on the network with the physio and primary servers. The reported problem was confirmed. If additional information is received the complaint file will be reopened. No further investigation or action is warranted at this time.